Event description:
It was reported that during a bone graft mandible procedure a titanium cortex screw broke and the head of the screw fell off. There was a delay in surgery of five minutes. The screw head was easily removed and the surgeon re-drilled another hole and the surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: examination of the returned product revealed that the screw head is separated from the shaft of screw. Lastly, the threads of screw have shear marks and are damaged. The returned 1.5mm cortex screw (part 400.042, lot unknown) was manufactured on an unknown date; therefore, it is unclear of the age of the product. The returned product was returned with the threaded body detached from the head of screw. Since it was reported that the breakage of the screw happened during surgery, it is unclear of surgeon¿s technique and why the screw head snapped from the shaft. Based on the returned product, it is evident that excessive force was used while inserting. This is also evident by the visible shear marks and damage on threads. A review of the most current revision of the document was completed. The material and design are adequate for its intended use and did not contribute to complaint. Therefore, since the most probable root cause is excessive force (user error/misuse/abuse), this complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.